Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shutdown. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h2, h3, h6 and h11: the device was received for evaluation. During functional testing, the customer reported ¿improper shutdown¿ did appear at power up of the device, but the device did not power off on its own. The evaluator was only able to shut the device off by removing the power supply which would lead to improper shutdown. A review of the event history log revealed improper shutdown messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as the device not recognizing the door being shut which was caused by the upper link switch not functioning. The upper auxiliary requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if it were to recur since an occurrence of this alarm outside of a therapy is not likely to lead to patient harm. Should additional relevant information become available, a supplemental report will be submitted.